Event description:
The company was informed that the pt's internal device extruded from the pt's skin. The pt's device was explanted. The pt continues to be monitored. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.